Event description:
It was reported this balloon ruptured on the first inflation, during an arteriovenous fistula declot procedure. It was noted resistance was encountered withdrawing this balloon catheter, resulting in detachment of the balloon which remained in the patient. An attempt to percutaneously retrieve the detached balloon material with a snare was unsuccessful. Surgical retrieval of the detached balloon material as well as subsequent removal of the clot was uneventful and without any patient complications. The patient's condition is good. This device has been retained by the user facility. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date for this lot number. Balloon rupture of balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and not-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The above factors may have contributed to the event. However, company is unable to determine the exact cause for this event.